Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that a single patient sample was diluted and tested on the immulite 2000 instrument. Customer did not perform repeat testing and did not report result to physician(s). Siemens dispatched a siemens customer service engineer (cse) to the customer site. The cse performed a total service call and replaced multiple parts. The sample probe, dilution well insert, and upper and lower seal for the sample dual resolution diluter (drd) were all replaced. The cse reconfigured the sample probe positions in the dilution well and the dilution well speeds. The cse verified the sample drd positions. After the service was completed, the customer ran quality control and patient samples and found no issues. The instrument was operational and performing within specifications. The cause of the discordant diluted hcg result is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required. Mdrs 2247117-2019-00077 and 2247117-2019-00078 were filed for the same event.

Event description:
The customer contacted the siemens customer care center (ccc) and stated that a discordant diluted total human chorionic gonadotropin (hcg) result was obtained for a single patient sample on an immulite 2000 instrument. The discordant result was not reported to the physician(s). The customer did not perform repeat testing. There are no reports of patient intervention or adverse health consequences due to the discordant diluted hcg result.